Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer believes the device is not delivering their basal. The customer states they wake up in the mornings with blood glucose levels of 500mg/dl. The customer's current blood glucose level is 75mg/dl. The customer states the blood glucose level at the time of hospitalization was over 600mg/dl. The customer states the cause of the hospitalization was esophagitis and diabetic ketoacidosis. The customer was admitted and treated with insulin drip. Troubleshoot was conducted. The device was found to be operating as designed. The customer was advised to contact their healthcare provider regarding the unexplained high levels.